Manufacturer narrative:
The reporter informed the company that the product has been discarded.

Event description:
Consumer via phone stated that the brush head kept falling off their old toothbrush in their mouth. No injury was reported.